Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent under sensing. The device was explanted on (B)(6) 2013.